Manufacturer narrative:
Device 4 of 20. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole is off center, some so "terribly that he is unable to use them". Photos depicting the reported complaint issue were provided by the complainant. No harm reported.